Event description:
User facility was testing the pump prior to initial use in the clinic and found the pumps were over delivering by approx 8.5% compared to +/- 5% expected. The pump had not been used in a clinical setting and there was no pt involvement. The condition was confirmed by the manufacturer on this pump.